Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6) ubd: 06-oct-2024, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(6) ubd: 06-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-10: it was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced decreased effectiveness of pain relief from the neurostimulator and ongoing neck issues since an injury in december. The patient reported a lack of pain relief from the stimulator. No testing or imaging was conducted. On 2025-aug-06: additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient (pt) and tried reprogramming but the reprogramming was unsuccessful. Rep reports some of the impedances were out of range (high impedances). Rep reports the healthcare provider (hcp) did a lead revision but when he removed the first lead he noticed that one of the electrodes broke off and remains in the pt. Then when he removed the second lead the same thing happened, one of the electrodes broke off and remains in the pt. Hcp did not implant new leads and is going to scheduled a neurosurgeon. Ins is still implanted.

Manufacturer narrative:
H3: product ID 977a275 serial# (B)(6) was returned for product analysis. Analysis found the stim lead conductor was broken at the distal end. H3: product ID 977a275 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.